Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was reading inaccurately high compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that at un unspecified date at time, she obtained an alleged inaccurately high blood glucose result of ¿230 mg/dl¿ on her onetouch ultramini meter compared to ¿103 mg/dl¿ on a laboratory device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿s accuracy criteria. The patient manages her diabetes with metformin but did not specify her usual dosages. It is unclear from the documentation if the patient took any action over and above her usual routine of diabetes management in response to the alleged product issue. The patient reported that after the start of the alleged product issue, she began to develop the symptom of ¿sweating¿. The patient denied receiving any treatment in response to this symptom. During troubleshooting, the csr verified that the results were obtained from an approved sample site, the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, the test strip vial was not cracked or broken, and the test strips had been stored correctly and had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed a symptom suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose result with the subject meter, compared to a laboratory device.